Event description:
It was reported that the device's pacer button led was illuminated upon power on and all other leds lit up when the pacer button was pressed. It was also reported that the device would not charge defibrillation energy and fails to turn off when the on/off button was pressed. Reporter informed that he did not know the device owner info. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control provided reporter technical assistance and informed that replacement of the keypad assembly would most likely be the next course of action to repair device. Physio provided the keypad part number info to the biomed. Follow-up with the reporter found that the device will not be repaired due to costs. The root cause of malfunction could not be determined.